Manufacturer narrative:
A replace transformer was sent to the customer. The cause of the breach in the 9207041 transformer has not been determined at this time. It is currently being investigated under (B)(4). The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusion can be made as to the cause of the event. Should add'l info or the original product be rec'd, resulting in new, changed, or corrected info, a f/u report will be filed at that time.

Event description:
The customer reported to customer service that her transformer housing has cracked, which is a safety risk.